Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal seal associated with this complaint and completed investigations. The insufflation port was not fully broken apart from the floating cylinder, and the broken piece was still attached to the universal seal. The complaint was confirmed by failure analysis. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of the broken insufflation port is attributed to damage during various handling points, including manufacturing, installation, or use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal gas tubing connection was cracking/crumbling off on the inside. The procedure was completed with no reported injury.